Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set fell off events on (B)(6) 2024. The first infusion set was in use for less than 2 hours. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 10.